Manufacturer narrative:
During the procedure, when the coil introducer of the orbit galaxy coil ((B)(4)) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified microcatheter (brand name and type unknown), but the tip of the embolic coil was damaged. According to the report, during insertion of the coil, the y-connector might have not been secure, and the coil could not pass through smoothly and the tip of the embolic coil was worn away. Therefore, the orbit galaxy was replaced for a new one (lot unknown) and the procedure was continued using the same y-connector and the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization of an internal carotid-posterior communicating artery aneurysm that was not calcified and not tortuous. The complaint product is unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15695825 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device no further conclusions can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, when the coil introducer of the orbit galaxy coil (640cx3505/15695825) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified microcatheter (brand name and type unknown), but the tip of the embolic coil was damaged. According to the report, during insertion of the coil, the y-connector might have not been secure, and the coil could not pass through smoothly and the tip of the embolic coil was worn away. Therefore, the orbit galaxy was replaced for a new one (lot unknown) and the procedure was continued using the same y-connector and the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization of an internal carotid-posterior communicating artery aneurysm that was not calcified and not tortuous. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.